Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to the reservoir tubing being cut during a kidney transplant. A new tactra penile prosthesis was implanted.